Event description:
It was reported that while unpacking a 2.75x18 xience v rx stent delivery system (sds), the balloon tip was discovered to be torn. The xience v rx was not used in the patient. Another xience v sds was used in completing the procedure. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The tip was confirmed to be torn at the proximal end of the clear gap. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.